Event description:
It was reported by the edwards field clinical specialist that, during a transapical delivery of a sapien heart valve, the valve was positioned 80:20 inside a preexisting aortic bioprosthesis (medtronic 23 mm hancock surgical valve). The valve deployed 95:5 within the bioprosthesis, which resulted in valve outflow flaring, causing severe central ai. A second valve was positioned 60:40 with final deployment position of 70:30, tee noted no pvl or central ai. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. The edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is off-label; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the tavr procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. For deployment in a native aortic valve, the procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Since the sapien valve is not indicated to be implanted in a previously implanted aortic surgical bioprosthesis, it is unknown what factors could have caused or contributed to the aortic malposition in this case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.